Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported that the insulin delivery of the infusion device was too low, and this caused ongoing elevated blood glucose of above 30 mmol/l (540 mg/dl). Normal blood glucose is 6-7 mmol/l (108-126 mg/dl). This first began 2 weeks prior to the report. Patient changed the accessories and delivered insulin through the infusion device, but this was not successful in lowering blood glucose. Patient switched to a backup infusion device, and blood glucose was then "okay." Patient did not have an infection or a change to medications. Infusion device was exposed to electromagnetic fields when patient was at the dentist in (B)(6) 2011. Infusion device was not exposed to water. Infusion device was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Additional information was not provided.